Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call delivery issue. The customer's blood glucose was 300mg/dl at the time of call. Trouble shooting was performed and found no delivery alarm for one hour ago and recurring every week. Customer advised to change complete set (inf and res) after finishing the prime/fill process. Advised sending replacement infusion set and reservoir. The product will not be returned for analysis.